Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize ECG signal) has been confirmed. Upon investigation, the monitor was unable to obtain a baseline ECG. The monitor was intermittently able to obtain a driven ground signal. The cause for the failure was isolated to oxidation on pca connector j1003. Oxidation build-up on the connectors increased the resistance, causing the failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to recognize an ECG signal.